Event description:
The customer reported to olympus, the gastrointestinal videoscope distal flap was defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to damage on the channel tube; water tightness was lost, due to a crack on the plastic distal end cover; the insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, the bending angle in down direction did not meet the standard value. The plastic distal end cover had a crack, the adhesive on the bending section cover had wear, and due to clogging of the jet tube in the control unit; the water cannot be supplied. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, foreign material adhered/clogged in auxiliary water channel was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed since the reprocessing was not conducted properly due to leakage from auxiliary water channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.